Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured. The health care professional (hcp) stated about possible programming changes to promote intrinsic conduction. Boston scientific technical services (ts) discussed the event and explained programming options. The field representative was unable to provide further information. As of this time, the lv lead remains in service. No adverse patient effects reported.